Manufacturer narrative:
The reported event was addressed with phone support. The customer swapped the endoscope for another one and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the system image was not correct when changing the direction on the endoscope (serial number#10026151). The endoscope was then installed on the arm 3 and rotated only approximately 90 degrees and movement of instruments were inverted. The system had an error 23003. An intuitive surgical, inc (isi) technical support engineer (tse) requested the customer to remove the endoscope from arm and try rotating it by hand. The customer performed and reported that no resistance was felt. The tse asked to reinstall the endoscope on another arm and then try to change direction again. The customer performed the same; however, the issue persisted after installing the endoscope on arm 2. The tse checked the system logs and noted the same error. The customer had a second endoscope installed and tested. The surgeon called back after installing a second endoscope and informed that it was functioning normally, and orientation could be changed, and correct motion of instruments was retained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during a robot-assisted laparoscopic operation for parastomal hernia, only partial rotation of the endoscope image occurred every time the surgeon tried to change vision field up/down. The issue occurred after approximately 1.5 hours into the procedure. The orientation did not change on its own, it changed only when the surgeon was trying to turn it by the up/down arrows on the control panel on the arm. The surgeon confirmed that at time of event, the system recognized the correct endoscope. The surgeon confirmed desired orientation when endoscope was installed, and an indication of the image orientation was provided to the surgeon via user interface.